Event description:
The customer reported that the sys would intermittently arc and the fluoroscopy image would blank out. This issue will cause the sys to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.